Manufacturer narrative:
E1, initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 tubes exhibited high nse results. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 tubes exhibited high nse results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormalities were found. Factors that may contribute to erroneous results-neuron-specific enolase (nse) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the nse analyte. It is understood, however, that patient conditions and sample processing conditions can result in anomalies as described in this complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-nse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.